Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and ams ¿ elevate was implanted. No clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, urinary problems and recurrence. It was reported that the patient underwent elevate anterior & apical system with inteprolite on (B)(6) 2010 due to symptomatic rectocele. It was reported that the patient underwent removal of exposed mesh on (B)(6) 2010.

Manufacturer narrative:
(B)(4).